Event description:
User reported that his device had a tendency to jerk to the left side and to intermittently power off. User was asked if he was injured or stranded as a result of the event, and responded that he was not. Subsequent to the initial contact, additional information was conveyed to the technical support center on 09/30/2004. In this documentation, the user stated he had fallen out of the device "a few times" related to the original event(s). While no injury was reported as a result of these events, if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.

Manufacturer narrative:
Service was dispatched to replace the cpu assembly, a report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. The user have not reported any recurrence of the described event since the completion of the service activity. The cpu will be evaluated once returned to the mfg. Location to confirm or deny the reported issue. The results of this review will be forwarded to the chu for inclusion in complaint records, and to determine if further follow-up and/or investigation is necessary/ warranted.